Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: d4; g3; h2; h3; h4; h6evaluation of the returned product/photographs provided confirmed the sterile packaging blister and pouch are damaged. Therefore, the reported event is confirmed. Sterility has been compromiseddevice history record (DHR) was reviewed and no discrepancies were found.investigation results concluded the most likely root cause of the reported event can be attributed to transit damage and packaging design deficiency. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure that upon opening the implant box the distal end of the stem was sticking out of the hard plastic package and into the cardboard box. No impact to patient and no surgical delay noted. Attempts have been made and additional information on the reported event is unavailable at this time.